Event description:
It was reported that during an pacemaker replacement, right atrial (ra) lead was pulled out of the connector part of the lead. During the explant procedure of the lead, the terminal pin was separated from lead body and the conductor wire was exposed. Lead was returned to its original state where the measurements were correct. Lead was threaded and fixed in the suture hole. No additional adverse patient effects were reported.